Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a complete set change. Customer will return 4 sets and 3 reservoirs. Customer reported that the alarm did not occur during manual prime. Customer was not able to troubleshoot at the time of the call. Customer was unable to determine the cause of the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.